Manufacturer narrative:
Other applicable components are: product ID: 3550-39, product type: accessory. Product ID: 3550-39, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the lead, model 3877-45, serial/lot # unknown, found conductors #0-#5 and #7 broken 9.9 cm from the distal end. Analysis of the two anchors, model 3550-59, serial/lot #s unknown, found no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
A manufacturer representative reported a consumer had a loss of stimulation. The issue was likely due to poor anchoring technique with the original implant, which was identified by lead not being anchored securely at time of lead replacement. All impedances were out of normal range (>10000 ohms). The issue was noted to be resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.